Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the pump had a power issue and there was moisture behind the display. There is no allegation of a blood glucose excursion. This complaint is being reported as the power issue was not resolved.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 7/26/2017 with the following findings: during testing, the pump was unable to power on. During visual inspection of the pump, it was observed that there was moisture in the display. A leak test was performed and failed due to a display lens leak. The pump was opened there was evidence of internal moisture was found on the printed circuit board. The initial complaint about a power issue was confirmed in this investigation. There was no power due to moisture damage. The battery cap was not returned with the pump and a test cap was used to complete the investigation.